Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.

Event description:
The surgeon, reported to the rep that periprosthetic hip fracture axsos 16 hole broad compression plate: 4.5mm x 44 (03277j) 340644s; 4.5mm x 40 (04657j) 340642s. Both screws used distally cracked the medial cortex during insertion. Screws put in as per the operative technique. 5-10 minute delay to surgery.

Manufacturer narrative:
The reported event of bone damage could be confirmed thanks to the x-rays provided by the customer. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by poor surgical technique. There are two possible causes which led to the reported event: the core hole in the far cortex was not completely drilled and screw tip cracked the far cortex; the trajectory of the screw did not match with the drilled trajectory. The screw passed through the near cortex with slight angulation. Then the tip of the screw missed the pre-drilled core hole at the far cortex and generated a new hole. Device inspection revealed the following: the cortex screw resulted in a good state. No signs of damage were found on it. Its tip was observed at the microscope and did not present any abnormality. The length of the screw was measured and resulted according to the specifications of drawing n. 340614/-750, index k. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Event description:
The surgeon, reported to the rep that periprosthetic hip fracture axsos 16 hole broad compression plate: 4.5mm x 44 (03277j) 340644s; 4.5mm x 40 (04657j) 340642s. Both screws used distally cracked the medial cortex during insertion. Screws put in as per the operative technique. 5-10 minute delay to surgery.